Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/29/2017 with the following findings:a review of the black box showed the data from the date of the complaint had been overwritten. The current black box showed no evidence of a no power event. The pump powered on with the returned battery cap. The battery cap was able to be fully tightened. The battery cap measured within specifications. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with the returned battery cap. No reboot, loss of power, or call service alarms were duplicated. The no power event was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.